Event description:
It was reported the patient presented with instability of left knee replacement, chronic disruption of quadriceps mechanism and patellar tendon mechanism. The patient underwent a revision left total knee arthroplasty and reconstruction of quadriceps and patellar tendon insufficiency. The surgeon noted the patella was dislocating laterally for the following reasons: patella was asymmetrically resurfaced, it was significantly thick laterally as well as distally; the patient had significant patella baja; the tibial tray was somewhat high and the joint line had been elevated with a high femoral component. The tibial component was inspected, and with a few hits with the osteotomes, it was found to be loose from its cement, indicative of cause of the patient¿s pain.

Manufacturer narrative:
(B)(6) 2014: the patient underwent a revision left total knee arthroplasty surgery due to pain and because her left knee bent outward at her knee. (B)(6) 2015: the patient underwent a left knee total arthroplasty surgery due to pain, swelling, bruising, and because her left leg was still bent outward. (B)(6) 2015: the patient underwent a revision left knee total arthroplasty surgery.

Event description:
It was reported that a revision left knee total arthroplasty surgery was performed due to pain.